Event description:
It was reported that a linx device was explanted due to dysphagia and the device had migrated in the chest.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 8/17/2022. Investigation summary : overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022. Additional information was requested, and the following was obtained: how was the migration of the device diagnosed (chest x-ray, esophageal line at explant)?unknown. Are there images available that shows the migration? Unknown. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Unknown. Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? Unknown. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Unknown. On what date did the implant take place? Unknown. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and migration? Unknown. Besides the reported dysphagia and migration, what was the reason for removal of the linx device? None.